Manufacturer narrative:
Follow-up # 1 ¿ (11/25/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 10/28/2013 and 11/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed or the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient returned the one touch verio test strips to lifescan for evaluation. On (B)(6) 2013 the patient¿s test strips were evaluated and the initial allegation of inaccurate readings for the complaint was not confirmed. However a secondary issue of error 4 during testing occurred, therefore this complaint is being reported because of the failed test strip testing results. There was no report of any patient injury associated with this issue.